Manufacturer narrative:
In communication with the hospital afterwards, the following could be revealed: the event dates back to (B)(6) 2020. A third-party service provider who could trace back the shut-down to a malfunction of the power supply was involved. After its replacement, the device was fully functional again. Neither the replaced part, nor a log file was made available to dräger and thus, no case-specific evaluation is possible. The evita 4 is equipped with a back-up battery that buffers mains power losses for approx. 10 minutes during use. This battery shall be replaced every two years. Due to missing information it cannot be divided if the battery was overaged, simply depleted, or if the specific nature of the power supply malfunction was making battery operation impossible. At least can be concluded that the alarm concept was working ¿ the power fail alarm was reportedly being generated; it is buffered by an independent power source. The users were alerted to the shut-down, and could react in a timely manner by replacing the device.

Event description:
It was reported that the device generated a power fail alarm during use, and suddenly shut down. Reportedly, there was a temporary desaturation but this did not lead to any consequences as the users were introducing a replacement device immediately.